Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 years post implant of this bioprosthetic aortic valve, the patient underwent a coronary artery catheterization procedure. During the procedure, the patient developed severe aortic insufficiency. A transcatheter valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.